Manufacturer narrative:
The company service representative examined the system and was able to confirm the reported event. The company service representative discovered that the customer had the settings set for a 20 gauge probe while trying to use a 23 gauge probe. The system was then tested and met all product specifications. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the use error. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a right eye anterior vitrectomy procedure, the cutters would not respond when the surgeon attempted to use the vitrector. There were no error messages displayed. The system was replaced and the procedure was completed. There was no patient harm.